Manufacturer narrative:
Preliminary analysis confirmed the returned device operated as specified.

Event description:
Reportedly, the subject pacemaker could not be interrogated with no pacing activity probably due to battery depletion. In addition, no data available from previous follow-ups because patient not followed in the hospital. The device was replaced and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated with no pacing activity probably due to battery depletion. In addition, no data available from previous follow-ups because patient not followed in the hospital. The device was replaced and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated with no pacing activity probably due to battery depletion. In addition, no data available from previous follow-ups because patient not followed in the hospital. The device was replaced and will be returned for analysis.